Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the system displayed miscalibrated gas cylinder during a vitrectomy procedure. The pressure was noted to increase on its own, and then the equipment turned off by itself. The system was rebooted and the surgery continued normally until the middle of the case. The system displayed the same message and then turned off again. The system was then replaced by another to complete the case following a 40 to 60 min delay. There was no injury or harm to the pt.